Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2019. Customer's high blood glucose value was 540 mg/dl at the time of hospitalization. The customer was treated with intravenous fluid. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging the insulin pump for under delivery. Customer stated that the drive support cap was flushed. The insulin pump will be returned for analysis.